Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010. According to the complainant, while passing the guidewire through the sidecar of the complaint device, resistance was encountered. The account was unable to confirm whether damage or tearing occurred to the device sidecar which may have contributed to the event. Additionally, no damage was noted to the guidewire. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (sidecar damaged). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010. According to the complainant, while passing the guidewire through the sidecar of the complaint device, resistance was encountered. The account was unable to confirm whether damage or tearing occurred to the device sidecar which may have contributed to the event. Additionally, no damage was noted to the guidewire. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation found that the distal end of the clear outer sheath/sidecar was pushed back 1.9 centimeters form the distal end of the coil. Both ends of the sidecar were found to be damaged. The distal 5 centimeters of the sidecar was found to be rippled. The proximal end of the sidecar appeared to be slightly peeled away from the rest of the clear outer sheath. The coil was found to be slightly buckled 1.1 centimeters from the distal end. The clear outer sheath was found to be discolored white proximal to the sidecar most likely due to stretching. The clear outer sheath was also found to be accordion along the working length. A functional evaluation found that the basket could be extended and retracted with slight resistance being felt. A second functional evaluation found that an 0.035 inch guidewire could be backloaded through the sidecar, but resistance was met during the attempt. The condition of the returned incident device was consistent with the complaint incident that the guidewire was not coming out of the device correctly. During the evaluation the sidecar was found to be damaged which did cause issues in backloading a guidewire. It appears that the sidecar became damaged either during insertion into the scope or during use. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).